Event description:
Oncology patient receiving emend. Pump alarmed upstream occlusion x4. This same pump alarmed max air x4 despite no air in the line. Contributing to longer infusion times and staff alarm fatigue. Causing a distraction during medication set up as nurse must leave that task to attend to the alarms. Bag height 24 in.